Event description:
The customer tested his blood glucose using the contour meter and received a reading of 51mg/dl.he retested using a contour next ez meter and received a reading of 99mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.product was not replaced.